Event description:
Edwards learned of a valve that was explanted after an implant duration of 5 years due to calcification in a female patient who was 27 years old at implant. Patient has history of mitral regurgitation due to rheumatic fever. The patient was implanted in replacement. The patient died due to post-operative complication unrelated to the device.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported calcification cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). Device evaluation summary - x-ray demonstrated minimal calcification on leaflets 1 and 2 and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect and 13mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm and leaflets 2 and 3 by approximately 6mm at the outflow aspect. Native subvalvular apparatus was observed on leaflet 2 at the outflow aspect. As received, there wa s a gap in the central coaptation region, and the sewing ring was cut near leaflet 2. The reported clinical observation of calcification was confirmed. However, host tissue formation was found as the main reason for valve stenosis. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood.

Event description:
The reported device was returned to manufacturer.